Event description:
Surgeon observed a glob/blob on the anterior surface of the lens 1-month postoperative. Secondary surgical procedure was performed to remove the glob/blob from the lens surface resulting in the lens being explanted.